Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir was occluded and that the blood glucose ran high. The blood glucose reading was 400 mg/dl. Air bubbles were also noted. The insulin was stored in the fridge. The insulin pump passed the displacement test. The cannula was not bent at the time and there was no soreness or irritation noted at the insertion site. The high pressure test could not be performed. The reservoir was not returned for analysis.